Event description:
Boston scientific received information that this right ventricular lead exhibited loss of capture and was found to be fractured. Both of this patient's leads were surgically abandoned, and the device was replaced, so that a new implant could be done on the patient's other side of their body. There were no adverse patient affects as a result of this procedure.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.